Event description:
There was an allegation of questionable elecsys cea assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial cea result was 0.200 u/ml with flag. The sample was repeated and the result was 6.43 u/ml with flag. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The cea reagent lot number is 749425. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) found black particles in the water reservoir. The fse changed the sample tubing and the measuring cell. The investigation is ongoing.

Manufacturer narrative:
The service actions resolved the issue. The root cause for the foreign particles in the water reservoir tank could not be determined.